Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported experienced charging difficulties due to the depth of her ipg. Follow-up identified the patient has not recharged the system in the past several months due to the issue. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Effective stimulation was restored postoperatively. The issue is resolved.